Event description:
It was reported that the patient fell on ice on (B)(6) 2012. The patient saw a physical therapist due to her fall, who wanted to do an ultrasound. Additional information received two weeks later reported that the cause of the event was a fall on the ice. There were abnormal impedances with all combinations involving contact 0. Hematoma remained from the battery implant and an ultrasound on (B)(6) 2012 showed the hematoma remained, but was reducing in size. The patient was given antibiotics and heat application on (B)(6) 2012. A bone scan was also done on (B)(6) 2012 and the patient had a compression fracture on t12. The patient outcome was noted as serious injury recovered without sequela.

Manufacturer narrative:
Product ID, 3889-28 lot# v003433, implanted: 2006 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated that the patient had received assistance from the doctor or representative and her concerns had been resolved. The patient had an appointment on (B)(6) 2012.